Manufacturer narrative:
(B)(6). PMA/510k: this product is not marketed in the us. Claim # (B)(4).

Event description:
The reporter indicated that a 13.2mm ,vticm5_13.2, -13.50/2.50/80 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2020. On (B)(6) 2021 the lens was explanted due to excessive vault. A shorter length lens was later implanted and the problem resolved. Cause of event was reported to be other: " wrong length of lens. Yes because the inital lens was too long for the patient and we received hight vault".